Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's cgm device was reading 55mg/dl and bg meter was 24mg/dl. Patient's husband tried to wake the patient at 1 am due to cgm alert going off but the patient was unresponsive. Patient's neighbor called an ambulance and the patient was transported to the hospital. No additional event information was provided. At the time of contact, the patient was fine.

Manufacturer narrative:
(B)(4). Neither the device nor data were provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, diabetes mellitus is a known cause of loss of consciousness and hypoglycemia.